Manufacturer narrative:
The rse evaluated the device remotely. It was determined that battery test failed during operational test, rse found that the battery was not charging. To resolve the issue, the battery signal cable (453564489591) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was getting low battery alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.